Manufacturer narrative:
B5. Additional information was provided.

Event description:
It was reported that a plum 360 was reported to have an overinfusion during patient use. The event occurred between 28-jul-2025 to 29-jul-2025. Additionally, it was mentioned that they pulled all the tubing out of an abundance of caution. There was patient involvement and no human harm. Additional information: arreygu providing a video of the affected pump. It was shown that the pump was showing that the IV fluid was still running even if the pump is stopped.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 was reported to have an overinfusion during patient use. The event occurred between (B)(6) 2025 to (B)(6) 2025. Additionally, it was mentioned that they pulled all the tubing out of an abundance of caution. There was patient involvement and no human harm.

Manufacturer narrative:
Additional information: d9 - date returned to mfg: 3 sep 2025 investigation summary: engineering evaluates there are only 4 infusions on (B)(6) where all 4 infusions delivered within the design tolerance according to the log records. 1st infusion: the infusion on line b was stopped a few times by the user and a couple of times by a distal occlusion alarm. The infusion was resumed and ultimately, the infusion completed normally. 2nd infusion: infusion started and was completed without any alarm and user interruptions. 3rd infusion: pump did not log an infusion start time likely due to the pump booting up and the user programming an infusion before allowing the connectivity engine (ce) to fully boot up. The infusion started and was completed without any alarm and user interruptions. 4th infusion: the infusion on line b was interrupted by a proximal air alarm where the user confirmed the same patient twice which were followed by a valve_cassette_test_failed alarm. Evaluation: engineering observes all infusions on (B)(6) infused correctly as per design within the delivery tolerance according to the logs. The proximal air alarms during the 3rd infusion on the (B)(6) might suggest the bag could have been empty. However, engineering cannot determine the physical start/end volume of the bag based on the logs, therefore, cannot confirm the customer¿s claim. Conclusion: engineering concludes the pump is working correctly as per design in detected and alarming of distal occlusions, infusion completed alarms and infusing within the design tolerance.